Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified that the hypotube was in three sections as a result of two breaks in the hypotube along with multiple kinks. A break had occurred at 44.5cm distal to the distal end of the strain relief. Another break was located at 48cm from the distal tip. A broken section of hypotube, measuring 13.2cm in length was measured. The shaft polymer extrusion has no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that the balloon rod was fractured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, after the device was delivered into the patient, it was noted that the balloon rod was fractured. The device was removed the use of another device. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.

Event description:
It was reported that the balloon rod was fractured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, after the device was delivered into the patient, it was noted that the balloon rod was fractured. The device was removed the use of another device. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
D4 lot number corrected from 0034345960 to 0034524931. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the balloon rod was fractured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, after the device was delivered into the patient, it was noted that the balloon rod was fractured. The device was removed the use of another device. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.